Event description:
It was reported that a system error detected message displayed on the left monitor. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.